Manufacturer narrative:
Follow-up # 1 date of submission 3/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/07/2017 with the following findings: the black box and alarm history showed evidence of consecutive cs 012, cs 052 and cs 054 call service alarms. During testing, the pump powered on properly with no alarms. The pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿call service alarm¿ issue was not duplicated. The investigation was unable to program the slave processor via the ir-u17; a slave processor failure was concluded. The pump¿s black box data history could not be downloaded. The pump was opened and there was no defect found. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.